Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument to perform failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
On 14-sep-2023, intuitive surgical, inc. (Isi) received FDA voluntary MDR report #mw5145135 stating: per report the surgeon was performing a robotic assisted laparoscopic cholecystectomy and the da vinci xi large clip applier broke. One of the tips of the teeth were missing so we call for an x ray and the radiologist took a look and didn't see the missing part. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.